Event description:
The patient was tilted at 80 degrees when she lost consciousness and stopped breathing. She was strapped to the table, but the doctor still had to support her when she slumped over. The doctor hit the emergency home button to bring the bring the table back to a horizontal position but the table did not move. The doctor, thinking that she had pressed the wrong button, then pressed the emergency stop button which shuts off all power to the unit. The manual release lever was then pulled so that the table could be manually pulled down to the home position. The effort took the help of one large male technician, two small women, and the doctor to muscle the talbe back flat again. The patient remained unconscious and was not breathing during this time but once placed in the supine position, the atient recovered.after the patient had been removed from the room, the staff tried to simulate the variance. They found that the table moved from the original 80 degrees to approximately 30 degrees and then froze.